Event description:
Philips received a complaint on the dfm100 indicating that the device had alarm: unknown paddles type. There was no patient involvement. Based on the information available and the testing conducted, the reported problem was eliminated by performing self-test. The device was operational after performing self-test. The device successfully passed all required testing. The device remains at the customer site and no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.